Manufacturer narrative:
H10. H3, h6: the returned device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported event. Review of complaint history of the reported lot number for the past 3 years found no other similar complaints. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. Visual inspection under magnification of the wand shows a detached electrode. The insulation on the shaft is in its original condition. There are no manufacturing abnormalities visually observed with the returned wand. Customer provided two photos of the electrode detachment, in the first picture (p11) it shows the electrode with its 3 legs, one leg seems damaged and a wire ball is detached from the device, in the second picture (p12) one electrode leg is completely detached and no longer visible. Functional evaluation could not be performed as the wand cable and the suction line were cut and not received. The complaint was verified and the root cause could not be determined with certainty as the failure occurred during use. Possible factors unrelated to design and manufacturing that could contribute to the reported failure include (1) hitting the device tip against a hard surface such as an insertion cannula and/or (2) using the device as a lever to enlarge surgical site (3) mechanical displacement of tissue through applied force. There are no indications that would suggest the device did not meet product specification upon release into distribution.

Event description:
It was reported that during a cl reconstruction surgery, one electrode of the wand fell off inside the patient and it was removed with tweezers. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.